Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable unit failed due to handling and the image was not displayed due to poor communication. The instruction manual identifies the following verbiage related to handling and general precautions, which may prevent the phenomenon: "handling and general precautions ¿ do not subject the camera head to shocks. It may be damaged. ¿ do not bend the video connector by hitting the electrical contacts or optical connections of the video connector. It may not be possible to connect to the camera control unit or it may cause a connection failure. ¿ do not roll the camera cable smaller than 20cm in diameter. It may be damaged. ¿ when rolling the camera cable, be careful not to twist the cable. It may be damaged. As a winding method that does not cause twisting, there is a method of alternately stacking the upper and lower sides of the overlapping cable loops." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, during the initial evaluation, a damaged cable was causing no image to appear on the display. Additionally, the rear cover label on the device was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus 4k autoclavable camera head due to a blurry image noted during reprocessing. Once returned and evaluated, it was discovered that the image would not appear at all due to a faulty cable unit. This report is being submitted to capture the broken cable causing the image to note appear. There was no patient involvement during this event.